Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead was capped on (B)(6) 2018 for an insulation anomaly. No further information was available.